Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that prior to starting the case and use of the device, when they opened the vasoview hemopro 2 (w/vasoshield) , 1 side of the metal was separated from the jaws. They opened another kit and completed the case with no other issues. There was no delay. There was no patient harm.

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000435735. History record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.